Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter ruptured on the day of placement. It was later reported from (B)(6) via email (B)(6) 2018 that the breakage was found on the catheter shaft and not on the balloon. The break was between the shaft and the funnel.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley catheter broken into two pieces at the bifurcation, with some of the catheter shaft still within the funnel. The edges of the two ends were jagged. Damaged shafts and shafts not securely bonded to the funnel were out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter ruptured on the day of placement. It was later reported from the international business center via email 11oct2018 that the breakage was found on the catheter shaft and not on the balloon. The break was between the shaft and the funnel.